Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced a decrease in endothelial cells. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that following implantation of the micro-filtration device, the patient was hospitalized, and unplanned medical and surgical intervention was required. The patient was started on medication and drop therapy and shortening of the stent was performed.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. Based on the clinical data provided, endothelial cell loss and trimming of the device occurred in accordance with the study. The product was processed and released according to the product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed. The stent had the proximal collar and two retention rings with a jagged cut behind the second retention ring. Surgical debris was also visible on the trimmed stent. The photo attached to the parent file was reviewed by the investigation site. The photo is of a vial, no stent or pieces of a stent were visible. Based on the clinical data provided, endothelial cell loss and trimming of the device occurred in accordance with the compass-xt study and the product was processed and released according to the product¿s acceptable criteria. The manufacturer internal reference number is: (B)(4).